Manufacturer narrative:
Additional information - requests were made for the device to be returned for analysis; however, the explanted device has not been returned to date. A correlation between the device and the reported elevated lactate dehydrogenase levels could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 10 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to routine laboratory values drawn on (B)(6) 2016 that showed an elevated lactate dehydrogenase of 1162 u/l, with a baseline in the 500-600 u/l range, and an inr of 1.0 with a goal of 1.5-2.0. Otherwise the patient was reported as feeling well with no overt symptoms of hemolysis or thrombus. The inr was 1.14 on (B)(6) 2016. The patient received a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned assembled with the percutaneous lead (lead) severed approximately 1 inch from the nipple of the pump housing. The severed external portion of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the lead extending from the pump housing did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were discovered during the evaluation of the returned device. A direct correlation between the returned device and the reported elevated ldh levels could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.